Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) of 51 mg/dl. Reportedly, the customer needed the pump settings adjusted. The customer drank juice to treat low bg. The customer went to healthcare provider for adjusted settings to resolve issue.